Event description:
It was reported that during use by the customer the cardiosave, intra-aortic balloon pump (iabp) had a helium alarm and shows a difference between the reading of the manual pressure gauge and the indicator of the gas cylinder. The failure occured when the patient is connected to the equipment. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.